Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to decontaminate lines 1, 3 and 4, replace all bulk solutions, and recalibrate. All of the troubleshooting steps were performed without resolution. The cta then asked the customer to replace the calibrate the sample probe, perform a meia check, and centrifuge the calibrator prior to calibrating which resolved the issue. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.